Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual inspection of returned device found it to exhibit signs of use (scratches, gouges) and confirms that the device is fractured. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Complaint can be confirmed through the returned product analysis. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device from repeated use over time. The device has a potential field age of eleven (11) years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04), drill. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit broke during use. No patient impact or adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.